Event description:
It was reported that after refill the patient was fine, but then a week later he experienced severe withdrawal (no specific symptoms were reported). Similar events occurred several times. As a result, the patient's pump was replaced. No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.